Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID m943899a lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: nlf145398n, ubd: , UDI#: (B)(4) b3: event date is year valid h3: analysis of the recharger found controller wont power on when recharger is plugged in. Cable insulation is frayed/peeling away on the donut cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the implanted neurostimulator (ins) wasn't charging. Patient said they had a full battery in the controller and an empty one in the stimulator, but the implant wouldn't charge. Patient also received rm04 code. Patient inspected recharger cord and pins and said the cord was weak near the stress relief by the paddle. Patient then inspected controller port but said it looked fine. The issue was not resolved. Pt also reported they had a damaged belt. Pt said the belt came apart at the seam about 2 weeks after they received the device. An email was sent to the repair department to replace the recharger.